Manufacturer narrative:
H3, h6: the device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. The suture with the two attached anchors was not returned. The depth limiter button was in the default position. The deployment needle was at the top of the deployment channel. A functional evaluation was conducted. The deployment needle did not move. The complaint was confirmed and the root cause has been associated with a stress problem. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during the surgery, after the t1 was deployed the t2 deployed prematurely. T1 was removed from the patient's anatomy. No significant delay or other complications were reported. Surgery was completed using a smith and nephew back-up device. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.